Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that, in 2007, he noticed that his blood glucose value had risen to 400 mg/dl. He did not provide normal blood glucose range. He reported that he did not have specific symptoms in conjunction with his elevated blood glucose. Subsequently, he removed the infusion set headset from his infusion site and noticed that the cannula was bent. He mentioned that his vision is not very good and he "sometimes can not get the correct angle (during insertion) and, as a result, the cannula bends." He addressed the situation by changing the infusion set headset. He then bolused insulin to reduce his elevated blood glucose. He had discarded the infusion set prior to the report, thus no product was available to be returned for eval. The patient did not require medical assistance from a healthcare professional or second party to address the issue.